Manufacturer narrative:
The insulin pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error. Moisture damage was also found on the motor and the force sensor during visual inspection. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating critical pump error. The customer's blood glucose reading was unknown. The customer reported a critical pump error image on the pump screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.